Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. During the ablation, the force always switched to hi and there was an error which said to restart the patient interface unit (piu). After restarting the piu, the force sensor error occurred and they changed the catheter. No patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 18-mar-2026, found reddish material presumably blood in the pebax section. Further investigation, revealed a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 18-mar-2026 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j) for evaluation on 24-feb-2026. A visual inspection evaluation and force test of the returned device was performed following johnson & johnson medtech procedures. Visual analysis revealed reddish material presumably blood in the pebax section. Further investigation revealed a hole in the surface of the pebax. The device was connected to the carto 3 system, it was recognized and visualized; however, during the test, error 106 was displayed on the screen. Afterward, the sensor pads were measured and the results were found within specifications. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The blood residues could be related to the force sensor error reported by the customer; therefore, the customer complaint was confirmed. The pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The catheter instructions for use (IFU) contains the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).